Event description:
It was reported that the ilet pump would not power on or charge when placed on the charger, with the charger indicator blinking, and that the user attempted alternative power sources and outlets without success before transitioning to multiple daily injections; this aligns with a device battery problem involving the battery component and premature battery discharge. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of the information provided. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.